Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. Reported event of foreign material present on the stent catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was opened during an endoscopic retrograde cholangiopancreatography (ercp) with metal stent placement procedure performed on (B)(6) 2014. According to the complainant, the device was sealed within the pouch and the packaging was not damaged. Prior to the procedure, during unpacking, a white gooey material was found within the wire port at the end of the stent catheter. The guidewire was not loaded and device was not used. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found no white material on the tip of the device. However, a clear residue was evident at the tip location. During analysis, a 0.035 inch guidewire was inserted through the guidewire access port and out through the tip to determine whether the material was inside the tip or on the surface of the tip. A clear crystalline material was pushed out through the tip on the tip of the guidewire. The tip cut in two and the foreign material was found inside the tip. Testing of this material by fourier transform infrared spectroscopy (ftir) showed that it is most probably polyether ether ketone (peek). The inner of this device is composed of peek. Additional information received stated that the hospital had played around with the white material may have wiped most of what was seen off it. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.  A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was opened during an endoscopic retrograde cholangiopancreatography (ercp) with metal stent placement procedure performed on (B)(6) 2014. According to the complainant, the device was sealed within the pouch and the packaging was not damaged. Prior to the procedure, during unpacking, a white gooey material was found within the wire port at the end of the stent catheter. The guidewire was not loaded and device was not used. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.